Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the staples did not close properly and they remained partially open. The staple line was also incomplete. There was no patient injury.